Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 46 mg/dl. The customer was treated with a carbohydrates. Customer was not using auto mode feature during low blood glucose. Customer stated they had high blood glucose of level 300 mg/dl a day prior which was treated with bolus on insulin pump. Customer got sensor updating alert. The customer was also assisted with turning on the bolus wizard feature. The insulin pump will not be returned for analysis.